Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) reporting that the primary disease was cerebral palsy.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n736047001 implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the patient had a new pump and catheter replaced on (B)(6) 2018. Additional information was received on (B)(6) 2024 from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the implant and explant dates of the catheter were provided. The implant and explant dates of the pump were provided. The cause of the tissue adhesion connecting to the pump and catheter connection and getting into the catheter was not determined. The issue resolved after the replacement.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the pump was removed from the abdominal pocket during the pump replacement surgery, but the tissue adhesion was intensely at the connection between the pump and catheter to be replaced. The tissue was also inside the catheter cap, so the catheter could not be removed from the pump. As such, the catheter that could not be removed was cut and a new catheter set was opened and repaired. Adhesive tissue around the cap was removed and attempted to remove it from the pump, but it did not come off. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n736047001 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: n736047001, ubd: 06-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) clarifying that on (B)(6) 2018 the pump and catheter were newly implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.